Event description:
Was brought to (B)(6) by ambulance. The dr's advised me I was having a heart attack. I began the procedure of placing stents in my heart. They discovered while doing the procedure that the incision in my femoral artery was bleeding me out they discovered that the sheath / tool was too large and packaged incorrectly. They then proceeded to go in my other side passed through and inserted a stent on my femoral artery to stop the bleeding . After I questioned what happen the doctors explained this and other events during the procedure. They have stated they have reported this to the manufacturer as well up the chain of the hospitals. I had three blood three blood transfusions. I am on 5 medication and before this is was on no medications for any illness.